Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a dental surgeon on (B)(6)-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree- (B)(4). This case involves a female patient who received poly-l-lactic acid (sculptra) therapy on (B)(6)2007, (B)(6)2007 and (B)(6)2008. Poly-l-lactic acid was injected at the nasolabial folds and cheek lines. Poly-l-lactic acid was reconstituted with sterile water and lidocaine. The patient received a total of four vials with 7 cc injected each time for a total of 28 cc over the three treatment sessions. A topical local anesthetic (1-2 cc) was also used with each injection. For 2 of the treatment sessions, sculptra was reconstituted with 5 cc sterile water and 2 cc lidocaine 1 %. For the other treatment session, sculptra was reconstituted with 10 cc sterile water and 4 cc lidocaine 1 %. Massage was done during all 3 treatment sessions. Relevant medical history was not mentioned, except to note that the patient had no history of immunological or collagen-vascular disease. Concomitant medication information was not mentioned, except for the topical local anesthetic used with each treatment session. Approximately eighteen months after the last treatment session, the patient developed solid areas to the left hand side nasolabial fold and right hand side cheek and nasolabial area as well as small lumps felt in the right cheek. They ranged in size from 3 mm in diameter to the solid area about 4 cm2. There were two large and many small lumps. None were visible and no biopsy was performed. There were no signs of inflammation. There was no evidence of permanent impairment of a body function or body structure. There was no evidence of a systemic process. The events remain ongoing and, according to the patient, have been present for many months. No medical intervention was performed. Physician's causality assessment: not provided.